Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed broken ac receptacle. Cracked battery door and left plunger case. Customer?s reported issues was duplicated the during flow test. The root cause of the reported issues was determined to have been caused by the customer?s removal of the plunger tube grease or the customer did not perform required preventive maintenance activities sufficiently to properly maintain the pump's operating performance. Actions taken to mitigate the reported issue: greased plunger tube. Device passed functional and delivery tests.

Event description:
It was reported that plunger and clutch clicking events occurred. No patient injury reported.